Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2025. The event occurred within 3 hours of insertion. The insertion site was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.